Event description:
The rv pacing lead was capped and replaced when the patient was upgraded to a defibrillation system. The capped rv pacing lead was later explanted and returned to the manufacturer. The rv lead was subsequently analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed. Concomitant products: kdr901 implantable pulse generator (B)(6) 2004. (B)(4).